Event description:
Consumer complaint of high blood results. Customer normally is 97-120mg/dl two hours after meals. Back to back blood results were 187 and 200mg/dl. Last results from memory were 255mg/dl, 305mg/dl, 141mg/dl, 170mg/dl, 88mg/dl, all fasting. Based on parkes error grid analysis, the bias between the highest result given (305) and the normal result (97) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found.most likely underlying root cause of malfunction: user had an inaccurate reference or user had incorrect code key.

Event description:
Consumer complaint of high blood results. Customer normally is 97-120mg/dl two hours after meals. Back to back blood results were 187 and 200mg/dl. Last results from memory were 255mg/dl, 305mg/dl, 141mg/dl, 170 mg/dl, 88mg/dl, all fasting. Based on parkes error grid analysis, the bias between the highest result given (305) and the normal result (97) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).